Manufacturer narrative:
The patient was sent a replacement blood glucose meter, and the device associated with this filing was requested back for testing. The device was not returned. Should the device be returned at a later date, a supplemental report will be filed.

Event description:
The patient stated that their teladoc blood glucose meter failed control solution tests twice with the same control solution bottle. The patient did not receive any medical treatment regarding this concern.